Event description:
The customer reported via phone call that the insulin pump alarmed button error, leading the customer to change the battery, after which the insulin pump showed a full black screen. The customer's blood glucose was 96 mg/dl. The customer stated that the insulin pump had been exposed to extreme temperatures and that she had kept the device in her bra. The customer was unable to troubleshoot for the black screen due to the button error alarm. The customer's blood glucose was 154 mg/dl at the time of the button error alarm. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, and a cracked case near the display window corners. The pump also had no button response due to corroded keypad traces. No button error alarms were noted. No display anomaly was noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.